Event description:
The pt received 2 scs trial leads with the same lot number. It was reported the pt fainted after post-operative programming. Stimulation was off at the time. The pt quickly recovered and effective stimulation was restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.